Manufacturer narrative:
Quality assurance analysis of the device was unable to verify a balloon rupture. The c-flex on the returned unit was stretched. The c-flex junction was intact. An additional portion of separated c-flex was also returned. Quality engineering was unable to confirm the balloon rupture. Review of the incident indicates that a predialation may have been inadequate, as the size of the balloon catheter used was smaller than the stent. It is likely the c-flex separation is a result of tensile overload. There is no indication in the complaint that any device defects were noted during preparation. An in service will be conducted regarding pre-dilation strategies. As part of co's manufacturing and quality process all acs rx multi-link coronary stent systems are inspected during the final manufacturing phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally, and functionally inspected. The device manufacturing records for this product lot were reveiwed and no non-conformities were found. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a stent procedure the delivery system balloon ruptured. Upon removal of the stent delivery system, the elastic membrane was missing. Following the procedure, when all devices were removed, the elastic membrane was located on the guide wire. Reportedly all of the membrane was retrieved.